Event description:
Info was rec'd from the site that the pt was reportedly having pain at the generator site, which was not occurring with stimulation. Although would sometime be constant. It was noted on a fax on the event that the patient's device was replaced due to the pain for "pain relief," but it was unclear as to when the replacement occurred and if resolved the issue. It was not noted if it was to prevent a serious injury. There was no known causal or contributory factors that would have caused the pain event. Diagnostics were noted to be within normal limits on both days noted. Good faith attempts to obtain add'l info have been unsuccessful to date.